Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was alleged that the pump did not alert with high or low insulin levels, and the pump fails to vibrate. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: during investigation, the pump powered on with both audible and vibratory features functioning normally. A review of the cgm warning history showed multiple high and low glucose warnings. During testing the pump was paired with a test transmitter; high and low glucose warnings occurred. The pump gave appropriate vibratory and visual alerts of ¿glucose below limit¿ and "glucose above limit.¿ the reported issue of no vibration alerts was not duplicated during investigation. There was no defect found. (B)(4).